Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, an attempt was made to deploy the clip at anterior and posterior leaflet 2(a2p2). During deployment sequence, the clip opened to 20-30 degree. The clip was deployed as it is. Per the physician, opening of the clip was due to the patient's anatomy of thick leaflets. The mr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account, the reported unintended movement associated with clip opened while locked per the physician is due to the thickened leaflets (patient conditions). There is no indication of a product issue with respect to manufacture, design, or labeling.